Event description:
Our sales rep received a call from the nurse that they had problems with the lag screwdriver.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.